Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock delivered on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes programming changes were performed to resolve the issue. The patient condition was stable.